Event description:
Hcp reported that during thyroidectomy procedure, the nim tube was placed in the airway in the normal fashion without difficulty. Both red and blue electrode channels failed to pass impedance check at the beginning of the case. Wires to the pi were removed and plugged in again without benefit. Direct visualization with a laryngoscope was confirmed. Re-positioning of the tube was attempted under direct visualization with no benefit. A new 7.0 mm trivantage tube was then inserted and passed electrode check without difficulty and the surgeon proceeded with the total thyroidectomy case. The procedure was extended up to 10 minutes. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
H3:product analysis confirmed that visually, there were traces of whitish colored contamination on the cuff balloon on the distal end of the device and white adhesive-like residue near the clamp shell on the proximal end when returned. Under magnification, there were small holes in the red and red with white stripe trace pads. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were in megaohms (blue), no reading (blue with white stripe and red with white stripe), and between 288 and 295 ohms (red) which all electrodes were out of specification. For further analysis, a stylet was used to manipulate the shape of the device and all electrodes remained out of specification. Functionally, for additional analysis, the device was connected to a nim system, and the trace pads were submerged in saline to perform an electrode check and functional testing. During the electrode check, both channels and the ground had no response. Effectively, during functional testing, both channels (vocalis 1 and 2) had lead off detection errors. Manipulation with a stylet did not change the response/results of/from the device. A review of the global complaint data showed no other complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.